Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has catheter broken, as part of overall visual revision. The sample includes other parts that do not belong to the viking products. The device had been cut into 2 parts, the reason of this action is unclear due to the IFU does not specify this situation. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
During a biventricular pacemaker implant procedure, a viking catheter was used to incannulate the coronary sinus. The physician cut the viking catheter near the knob to use a delivery hook on it. During lead placement with the lead and a non-bsc guidewire, the physician complained about the difficulty sliding the lead in the delivery. After placement of the lead in the target vessel, the physician cut the delivery with difficulty. A violet plastic tube was found on the lead, which was believed to be a portion of the viking catheter. The piece was removed from the lead using scissors. The lead was not removed. No adverse effects occurred during the procedure and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
During a biventricular pacemaker implant procedure, a viking¿ catheter was used to incannulate the coronary sinus. The physician cut the viking¿ catheter near the knob to use a delivery hook on it. During lead placement with the lead and a non-bsc guidewire, the physician complained about the difficulty sliding the lead in the delivery. After placement of the lead in the target vessel, the physician cut the delivery with difficulty. A violet plastic tube was found on the lead, which was believed to be a portion of the viking¿ catheter. The piece was removed from the lead using scissors. The lead was not removed. No adverse effects occurred during the procedure and the patient's status is fine.